Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms at 0330 on (B)(6) 2024. None registered on the heartmate touch or in pdf. Log files were submitted for review and did not capture any low flow alarms as they may have been purged by persistent pulsatility index (pi) events. The customer noted they were aware of the pi events and the speed was reduced to 5100 revolutions per minute (rpm). Log files were submitted for review and captured more pi events. The cause of the low flows was identified to be dehydration and non-sustained ventricular tachycardia. Routine troubleshooting was performed including an echocardiogram, labs, and patient assessment were all routine. The low flows resolved and there were no patient symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files did not confirm the reported low flow alarms. Although a specific cause for the alarms could not conclusively be determined through this evaluation, the account reported that the low flow alarms were caused by dehydration and non-sustained ventricular tachycardia (vt). A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration and non-sustained vt could not be conclusively established through this evaluation. The controller event log files collectively contained events from 13jul2024 and 16jul2024. No low flow hazard alarms were observed. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was treated with intravenous hydration. The patient had a history of arrhythmia prior to left ventricular assist device (lvad) implant, the arrhythmia was not thought to be device related, the patient had underlying rhythm burden. The arrhythmias were noted to have been resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.